Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown.

Event description:
It was reported that the bd eclipse¿ needle safety mechanism detached. The following information was provided by the initial reporter: eclipse needle guards detaching instead of shielding the needle.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown. H.4 device manufacture date: unknown.

Event description:
It was reported that the bd eclipse¿ needle safety mechanism detached. The following information was provided by the initial reporter: eclipse needle guards detaching instead of shielding the needle.